Event description:
During a procedure, it was reported that the celsius¿ electrophysiology catheter could not stretch anymore. The device was replaced with a new catheter to continue the procedure. There were no patient consequences. On (B)(4), received additional information requested from bwi representative stating that the ablation catheter was retrogradely passed into the left ventricle. There were no problems in passing the aortic valve (it passed curved). After putting the catheter in the left ventricle apex, the physician tried to straighten it. It was not possible and the catheter could not be deflected. The catheter was pulled back into the aorta and tried to release the curve. This was also not possible therefore; the catheter was taken with force out of the sheath without patient consequences. Based on the additional information received, the catheter got stuck in a deflected position. This can potentially be a risk to the patient and therefore, this complaint became reportable. Awareness date changed from (B)(4) to (B)(4) 2014.

Manufacturer narrative:
As the lot # 15891249m provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4) during a procedure, it was reported that the celsius electrophysiology catheter could not stretch anymore. The device was replaced with a new catheter to continue the procedure. There were no patient consequences. On march 12th, received additional information requested from bwi representative stating that the ablation catheter was retrogradely passed into the left ventricle. There were no problems in passing the aortic valve (it passed curved). After putting the catheter in the left ventricle apex, the physician tried to straighten it. It was not possible and the catheter could not be deflected. The catheter was pulled back into the aorta and tried to release the curve. This was also not possible therefore; the catheter was taken with force out of the sheath without patient consequences. The catheter was visually inspected and was found in good physical condition. Per the event, a deflection test was performed and the catheter passed. During analysis, the catheter did not get stuck. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.